Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electorsurgical unit (iesu) was analyzed and found to in system logs with multiple c-33 errors logged. Failure analysis replicated the event, with the unit showing c-33/c-00 errors on startup and c-00/m-0b errors in erbe logs. The complaint regarding errors c-33 and c-00 was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) customer stated that the event was on 12/12 and issue was resolved by using a monopolar instrument and used the same generator. The procedure was completed robotically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was not confirmed based on the field evaluation. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the bipolar energy was not firing. The procedure outcome is unknown at the time of the report. No known impact or patient consequence was reported.